Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump delivered dose faster than what was programmed. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: both tamper seals are intact. Good condition with no appearance of any physical damage. No error which related to customer reported problem was found in the event history log. Accuracy test was performed which passed.. The device is operated as intended. No problem was found, device is operating as programmed. Repair was not needed. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.